Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket wires of a ncircle tipless stone extractor tore during a transurethral urolithiasis procedure. During the procedure, a transurethral approach was performed using a ureteroscope to remove about 3mm sized stones from the ureter of an unknown patient. When inserting the basket into the ureteral access sheath, there was not much resistance. When attempting to catch the stone and place it in the access sheath, the basket wire tore. The device was exchanged for another device of same lot number to use; however, the same failure occurred again. The procedure was completed using a competitor's device. Prior to use, the customer inspected the product to ensure no damage had occurred. The device was tested prior to use and the basket functioned properly. The working channel size of the scope was a 3.6 fr. A laser was not used while the basket was used. The patient¿s anatomy did not keep the basket from opening or closing. The handle was not in the straight position towards the patient¿s body or pointed towards the ceiling. The basket did not capture any stones before the failure occurred. No part of the device was separated. The patient did not have to return for a separate procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 - primary UDI number, h6 - annex a (medical device problem code). Investigation ¿ evaluation. It was reported that the basket wires of a ncircle tipless stone extractor tore during a transurethral urolithiasis procedure. During the procedure, a transurethral approach was performed using a ureteroscope to remove about 3mm sized stones from the ureter of an unknown patient. When inserting the basket into the ureteral access sheath, there was not much resistance. When attempting to catch the stone and place it in the access sheath, the basket wire tore. The device was exchanged for another device of same lot number to use; however, the same failure occurred again. The procedure was completed using a competitor's device. Prior to use, the customer inspected the product to ensure no damage had occurred. The device was tested prior to use and the basket functioned properly. The working channel size of the scope was a 3.6 fr. A laser was not used while the basket was used. The patient¿s anatomy did not keep the basket from opening or closing. The handle was not in the straight position towards the patient¿s body or pointed towards the ceiling. The basket did not capture any stones before the failure occurred. No part of the device was separated. The patient did not have to return for a separate procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Two devices were returned to cook for evaluation. Upon visual inspection, two basket wires of one of the devices were pulled free from the basket cannula and the other basket only had one of basket wire pulled free from the basket cannula. A functional test of both devices was performed and the basket handle of both devices actuated the baskets. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "precaution: do not use excessive force to manipulate this device. Damage to the device may occur." Based on the information provided, inspection of the returned device, and the results of the investigation, a potential root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.